Event description:
It was reported that the patient received inappropriate shock, and since then there have been multiple charges and aborted therapies due to possible hv circuit damage. X-ray revealed a break in the lead body. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.